Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer declined further troubleshooting. There was no known impact to the customer's blood glucose.